Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records cannot be performed, due to the lot number not being provided. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced in is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, an error triggering the device occurred. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to a sheath greater than 8.5f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide suture and a non-abbott device. It was not specified if the second proglide device worked as intended to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.